Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the patient was not connected when therapy was initiated. The patient connected after initiating therapy. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr reviewed proper procedures with the hp. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Initiating therapy without being connected is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. If additional relevant information is obtained, then a supplemental report will be submitted.